Manufacturer narrative:
(B)(4). Concomitant medical products: cerclage cable with crimp # item 00223200228 lot 61683536, cerclage cable with crimp # item 00223200228 lot 61683536, cerclage cable with crimp # item 00223200118 lot 61182611, cerclage cable with crimp # item 00223200118 lot 61182611, femoral stem - revision - nitrided - porous cementless # item 00998116533 lot 61070760, femoral body - revision - nitrided - porous cementless taper neck # item 00999301735 lot 62071655, unk stryker cup, unk stryker liner. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent left hip surgery. Approximately 10 months later the patient underwent total hip revision surgery due to metallosis and stem loosening. Extended troc osteotomy was required. Proximal body, modular head, and stem were replaced with competitor products.attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to metallosis event description: it was reported that a male patient underwent total hip revision surgery due to loosening of the proximal stem along with metallosis on (B)(6) 2017. All the components were revised along with the biolox head which was implanted on (B)(6) 2017. Review of received data: revision surgery report dated (B)(6) 2017 (implantation of biolox head): diagnosis: failed left thr with fracture of stem. Findings:brownish discoloration from metallosis. Proximal portion of the distal stem was broken with the proximal portion jammed in the proximal body.220mm curved porous stem extension was solid and ingrown and the decision to retain distal stem was made preoperatively with patient. Stryker acetabular components were evaluated and retained. New stryker liner was placed as prior one was 8-9 years old and somewhat discolored. Although the most proximal portion of distal stem had broken off into old body, there was some remaining that could engage the body. Palacos antibiotic cement with gentamicin was mixed and placed into the proximal femur and down to the stem and then into the new body. Pushed down and impacted into the distal stem. The cement squeezed around the body inside and around the most proximal portion of the distal stem and into the hold on top of the body and interdigitating into the greater trochanter of the femur so that it would have debility, keeping it from separating from the stem and providing rotational stability. Patient had 90 degrees of flexion with 25-30 degrees of internal rotation before dislocating. Revision surgery report dated (B)(6) 2017: diagnosis: failed left thr with fracture of stem; fibrous interface/lack of ingrowth of acetabular component procedure: revision of all components findings: salvage procedure, patient underwent cementation of the proximal body into the proximal femur available; however, this construct subsequently rapidly failed and the patient was taken to the or today for definitive management of his failed fractured femoral component. Grossly loose cemented proximal body of the femoral component, evidence of metallosis of the proximal body stem interface of the femoral component. Patient noted to have significant scar tissue and disrupted soft tissue planes secondary to his multiple prior surgeries. Cerclage cable was placed distal to our osteotomy level to further protect and support the bone and the very thin anterior cortex distal to this cable. During stem removal, a small cortical disruption/window was opened in the anterior femoral cortex between the 2 cables. No propagation of fracture line proximally or distally. Fortunately, the revision stem bypassed this area of cortical defect/window. Flexion beyond 90 degrees and stable with internal rotation beyond 60 degrees. Satisfied with the length, offset and stability of competitor product implanted. Device analysis: no products were received to investigate the reported event further. Review of product documentation: stryker shell is used with zimmer stem and head. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. Root cause analysis: no root cause analysis could be performed due to product not being returned. Conclusion: no products were received to investigate the reported event further. Review of the device history records for the product did not identify any deviations or anomalies related to the event. Possible risks that might be resulting in metallosis could include insufficient connection strength / micromotion leading to wear in taper connection between stem and head, metal particle release from taper (head and stem) connection due to wear and head being implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper). However, stryker shell was used with zimmer stem and head. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. Therefore, the root cause is determined to be off label use - inappropriate combination of the product the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).